Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissue were observed on the heater wire. The heater wire was observed to be flexed away and detached at the tip of the hot jaw. The wire remained attached at the base of the jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "bent wire" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws separated again. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws separated again. A replacement device was used to complete the procedure. The hospital did not report any patient effects.